Manufacturer narrative:
Block h6: patient code e2006 captures the reportable event of bladder erosion. Patient code e0506 captures the reportable event of bleeding at the end of the procedure. Patient code e2314 captures the reportable event of fistula. Patient code e2330 captures the reportable event of pain. Patient code e1310 captures the reportable event of urinary tract infection. Patient code e230901 captures the reportable event of calcifications found. Impact code f1901 captures the reportable event of opening the aponeurosis of the rectus sheath to close the bladder. Impact code f23 captures the reportable event of 2 cysto cath and urinary catheter that has been put in place.

Event description:
It was reported that an obtryx ii system halo device was implanted into the patient during a previous procedure. Sometime after the procedure, there was mesh erosion into the bladder with calcification on the right side. It was noted that the patient underwent a surgery with complications; there was bleeding at the end of the procedure, and they had to open the aponeurosis of the rectus sheath to close the bladder. Three weeks following the intervention, the patient developed a fistula, resulting in two catheters, a cystocath and a urinary catheter, being placed. Since the initial symptoms, the patient continued experiencing pain and urinary tract infections. It was noted that pain management attempts have not been effective. There have not been any reported further actions to manage the symptoms.